Event description:
It was reported that the right ventricular lead exhibited loss of capture. During the procedure the lead was attempted to be repositioned however, the helix was unable to be extended. The lead was explanted and replaced. The patient was in stable condition.